Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1hg6d implanted: (B)(4)2017 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that they had previously reported their device was hurting them. Patient was calling to report painful stimulation. Patient stated a diagnostic test had been run on their device and it was determined by the doctor and manufacturer representative that a couple of their leads had been damaged. Patient stated they were changed to a different program to see if it would be better for the patient. Patient stated it was not working and it hurt. Patient wanted to know how to turn off the device. It was reviewed how to turn off stimulation. Patients husband described encountering the screen that indicated the patient programmer detected a new program had been added to the ins. During the call, the patient stated that it hurt to touch the unit/incision. Patient clarified that the area that hurt during troubleshooting was the area on their right side on their butt cheek, close to their rectum. Patient described the sensation as a sharp pain. Patient was redirected to their healthcare provider. Patient's husband successfully turned off stimulation for the patient during the call. Patient stated they had an appointment the following (B)(6) with their healthcare provider and another appointment with the manufacturer representative in a couple of weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they reiterated walking into walmart just after the security alarm went off ,and they were not informed that they were supposed to turn the device off. Patient stated ever since that day the device would cause them intense pain at the oddest times. The caller mentioned that up until that point the ins was working great for them. The patient said that the doctor tried to program it ,and made sure the leads were good but it did not work. Patient then said that a representative came and tried to help get it programmed but it still didn't work. Caller stated that eventually the healthcare provider finally got it to work, but had to raise the programming so high that the battery ran out early. Caller mentioned that they are needing a MRI and they know that the ins is dead. The caller stated that the ins has been dead since 2021. Pss reviewed MRI guidelines with the caller and redirected them to the hcp. Caller mentioned that the hcp they were previously seeing moved away, and they do not have a current hcp in the area. Pss provided hcp in area to them to, so the hcp can further assist with ins.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1hg6d, implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the reason the device was dead was because the battery was dead. The device was surgically removed on (B)(6) 2024.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device shocked them but this time it was more "violent." Consumer reported the day prior to the report they were on a medical examining table when the device shocked them. The health care professional used a remote control to change the table into a reclined chair position and the patient all of a sudden cried out in pain and jumped up because they felt a painful shocking in their bike seat area. Consumer reported it was hard to distinguish it between pain and a shocking sensation. Consumer reported the shocking stopped but it hurt so much that they were still sore. It was reported that the patient was so sore that it hurt to have a bowel movement and the "tapping," clarified to mean stimulation, was irritating because of the soreness. Consumer's husband thinks the table/chair could've emitted emi that interfered with the patient's device. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that when the patient visited (B)(6), the security device caused their ins to cause pain. The patient notified the manufacturer¿s patient services and was instructed to turn the device off. The manufacturer representative interrogated the patient¿s device and found the program they were on to have been a different program than what they were set during their implant, which was the standard program 4. The program was on -3 +2 -0 and was changed back to the standard program 4 -0+3. It was noted that the patient left the office with no more discomfort. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was feeling shocking sensation in the rectum area. The patient stated that she went through the theft detector in (B)(6) and she didn't turn stimulation off. The patient went back to sit on the commode she felt the intensity of the stimulation sensation increase to the point that it was uncomfortable. The patient stated that it has never happened before when she went through theft detectors. It was confirmed that it was more intense when she sat down. Trouble shooting attempts were made and the patient decreased amplitude from 1.8 to 1.7 and the patient stated that it was better. When the patient's husband placed the antenna over the ins the shocking was strong. The patient described by the symptoms/therapy as sudden. It was also mentioned that the patient never received a therapy guide. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for fecal incontinence and gast rointestinal/pelvic floor. It was reported that the patient was feeling shocking sensation in the rectum area. The patient stated that she went through the theft detector in (B)(6) and she didn't turn stimulation off. The patient went back to sit on the commode she felt the intensity of the stimulation sensation increase to the point that it was uncomfortable. The patient stated that it has never happened before when she went through theft detectors. It was confirmed that it was more intense when she sat down. Trouble shooting attempts were made and the patient decreased amplitude from 1.8 to 1.7 and the patient stated that it was better. When the patient's husband placed the antenna over the ins the shocking was strong. The patient described by the symptoms/therapy as sudden. There were no further symptoms or complications reported or anticipated.